Manufacturer narrative:
Service will be performed by hospital employee or contractor. A ge healthcare service representative recommended the auto/manual switch to be replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. Block d4: the correct device identification number was not provided by the customer. Block d4: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Block h4: date of device manufacture year and the month of manufacture was unavailable at time of MDR filing.

Event description:
It was reported that there was a malfunction resulting in inability to switch ventilation modes as expected during pre-use check. There was no patient injury.